Event description:
A s660 stent was inserted to treat a 95% calcified lesion in the left anterior descending artery. It was reported that seven days post insertion the stent had thrombosed and there was tissue prolapse within the stent. The prolapse was treated with the insertion of a s660 stent, and the thrombosis was treated with this 3.0mm diameter by 12mm length s670 stent delivery system insertion. The pt was reported to be fine post procedure and there was no add'l clinical sequelae reported related to the event. No further info was available regarding this incident. Separate medwatch reports have been submitted for each device involved in this event.